Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery at the second charge, the load did not close completely and the stapler did not finalize the calibration. The doctor still came in and tried to make the shot but the charge did not shut in the middle of the surgery. The load broke off and did not fall into the patient cavity. They substituted the device to complete the case. There was no patient injury.